Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. At an unspecified time, channel 1 of the device was programmed to deliver unspecified IV fluids. No specific programming parameters were provided. After an unspecified length time, the device alarmed with an e321 error code. At that time, the nurse was unable to clear the error code. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the last programming of the device history indicates on (B)(6) 2013 at 2120, channel 1 of the device was programmed to deliver at a rate of 166ml/hr, with a vtbi (volume to be infused) of 250ml, for duration of 1 hour and 30 minutes, and the delivery was started. At 2250, the device alarmed with n161 (line a program completed), and kvo 1ml/hr stated. At 2302, the alarm was silenced, and the device was programmed at a rate of 166ml/hr, with a vtbi of 15ml, for duration of 5 minutes, and the delivery was started. Within the same minute the delivery was stopped, vi (volume infused) of 250.6ml, and the delivery was restarted. At 2353, the volumes were cleared, line a 250.6ml, line b 0ml, and line a was placed on standby. At 0405, line a was programmed to deliver at a rate of 166ml/hr, with a vtbi of 14.5ml, for duration of 5 minutes and the delivery started. Within the same minute, the device alarmed with n186 (distal occlusion), and the delivery restarted. The device alarmed again with n186 and the alarm was silenced. At 0406, channel 1 of the device was turned off. There were no e321 (battery charger timeout) error codes seen in the history, the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.